Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2017, fse arrived at the site to address the reported event. Fse cleaned the large syringe lead screw to correct the issue. Next, he ran several patient samples with no errors. The device was determined to be functioning properly. No further action was required by field service. The most probable cause of the reported event was due to a dirty z-axis lead screw of the large syringe.

Event description:
On (B)(6) 2017, the customer reported an "l syringe error 706" with their g8 analyzer. The customer stated that she had cleaned the bottom of the syringes, but the error persisted. She stated the syringes appeared to be moving smoothly when the wash began. Technical support (ts) instructed the customer to change the needle; however the issue did not resolve. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.